Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial (ra) lead was failing to capture and exhibited a high pacing impedance. The ra lead was capped and replaced on (B)(6) 2023. There were no patient consequences reported.